Event description:
On (B)(6) 2013, patient contacted animas, alleging that the ¿down arrow¿ button was not responding appropriately and the button issue has been getting progressively worst since it stated 6 months ago. Patient acknowledged that there was no damage to the keypad, no evidence of moisture ingress and no corrosion to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.